Event description:
It was reported that there is an unknown issue with the handpiece. No patient involvement was reported.

Manufacturer narrative:
Date of event - only year known, assumed 1st day of month that complaint was reported. Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with the nose cone damaged and the mount was noted to be loose. Possible causes of the nose cone being cracked include the handpiece being banged or dropped, or the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive and the acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. The handpiece has a number of seals to prevent fluids from entering the housing. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. No conclusion could be reached as to what caused this issue.